Event description:
The catheter is inserted in the right arm over guidewire and it presented blood leak. This catheter is withdrawn and a new one is inserted.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.